Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after the surgery, it was found that the target did not match (more on nearsightedness than patient expected), so the product was explanted and the lens was replaced with the same power was implanted during the re-operation on another day. The patient did not complain the vision after the surgery. The product is not available because it was used on a patient with an infection and discarded.